Event description:
It was reported the patient's device was explanted due to insufficient therapy and to have an MRI taken. It was also reported the patient's lead could not be explanted, possibly due to a long implant time, so only the battery was explanted. The patient did not know the lead was still in their body and had an MRI done. Following the MRI, the patient had a headache and pain in their shoulder and neck. Reportedly, the patient still felt pain at the proximal side of the lead. The patient asked their physician about the pain and it was reported they found out then that the lead was only explanted partially, not fully. The patient was redirected to their healthcare provider for clarification. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that up until the time of the report, no further actions had been performed. The patient was reportedly still in discussion with the physician on how to treat the pain she was still experiencing in the affected area.

Manufacturer narrative:
Concomitant medical device: product ID: neu_unknown_lead, serial#: unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).